Event description:
It was reported that the programmer rf (radio-frequency) head had no telemetry connection with the patient's device. There were intermittent connections when the programming head was changed out. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2090w, programmer; product ID 2290, pacing system analyzer. (B)(4).

Event description:
It was reported that the programmer rf (radio-frequency) head had no telemetry connection with the patient's device. There were intermittent connections when the programming head was changed out. The programmer keyboard also has a loose hinge. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found no issues with the programmer rf (radio-frequency) head. It passed all testing. The reported telemetry issue was caused by a loose connector on the printed circuit board of the programmer. Concomitant products: product ID 2090w programmer; product ID 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.